Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "dr working as intensivist recently used a groshong single lumen PICC catheter of size 3 fr with insertion site around 5 cm above elbow joint in cephalic vein. The procedure went on well and post procedure chest radiography showed a good position of PICC. Few hours after procedure, bedside nurse noticed that connection between the PICC line and the valve got separated and the repeat chest x ray showed the migration of proximal tip of catheter into mid arm and the distal tip of the catheter was in right ventricle. And finally, we had to go to fluoroscopy and retrieve the migrated PICC line into the main and right pulmonary artery with an endovascular snare we had faced issues with the connection between the PICC line and the valve multiple times previously especially when we cut the catheter for adjusting the length and tried to reattach the valve connector. We noticed that once we cut the catheter, it won't go through the valve connector completely which causes a loose attachment to the valve." It was reported this occurred on multiple occasions however the exact quantity of events was not provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter detachment was confirmed but the cause is unknown. Two radiographic images and a fluoroscopic video were returned for evaluation. The images showed the distal end of the catheter tubing over the right side of the heart while the video showed the catheter tip located within the left pulmonary artery outflow. The radiograph that included the humerus showed that the catheter tubing in the arm appeared to have migrated and was no longer connected at the skin surface. It could not be determined if the catheter had dislodged from the connector or if the catheter shaft contained a complete break in the tubing. Per the event description, the catheter had detached from the connector. It is possible that a loose connection was made when attaching the catheter with the two-piece connector. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "dr working as intensivist recently used a groshong single lumen PICC catheter of size 3 fr with insertion site around 5cm above elbow joint in cephalic vein. The procedure went on well and post procedure chest radiography showed a good position of PICC. Few hours after procedure, bedside nurse noticed that connection between the PICC line and the valve got separated and the repeat chest x ray showed the migration of proximal tip of catheter into mid arm and the distal tip of the catheter was in right ventricle. And finally, we had to go to fluoroscopy and retrieve the migrated PICC line into the main and right pulmonary artery with an endovascular snare.